Event description:
The initial reporter alleged a discrepant b19 result when using the kit cobas 6800/8800 dpx 96t ce-ivd test kit during validation studies. The customer prepared four p96 pools and tested them on the star instrument, which generated negative results for b19. The same four p96 pools were then prepared again, replacing one tube in one pool with a b19-positive sample with a high concentration (>10^8 ui/ml). The four pools were tested again on the star instrument. One of the three pools that did not contain the positive sample generated a positive b19 result. The same pool sample was subsequently tested on a different instrument, cobas ""morph,"" and generated a negative result.

Manufacturer narrative:
The reported event occurred on a cobas 6800/8800 analyzer with serial number (B)(6). The investigation determined that no issues with the reagent lot or instrument could be identified. A review of the sample and control positioning ruled out an instrument-related issue, as the samples were not positioned in a manner that would allow for system contamination. Additionally, a batch trend analysis did not identify any concerns with the alleged lot, and this was the first reported case of a result discrepancy for the lot. The root cause of the event was attributed to likely pre-analytic contamination.